Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge and a power source alert occurred. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Reportedly, the battery gauge was observed to be fluctuating. The customer's blood glucose was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.